Event description:
Vns pt had an asthma attack and was hospitalized. The pt was given prednisone and was discharged. The pt is reportedly still taking medications to control the breathing. It was also reported that the pt's device was inadvertently programmed to on as a result of an interrupted lead test during implant surgery. The pt's first follow-up visit after surgery was 13 days after discharge at which time it was discovered that the device output current was set to 1.0ma. The output current was reprogrammed to 0.25ma during this visit, but the pt reportedly had intense seizures during the time that the generator was programmed to 1.0ma output current. The pt is reportedly doing better with both breathing and their seizures since the reduction in output current.